Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer's blood glucose read low on the glucose meter when she has arrived at the hospital. Prior to the event, the customer filled a new reservoir with 300 units of insulin, and by lunch time, it was empty. Troubleshooting was performed, and the insulin pump was programmed correctly. Unable to access the alarm or prime history. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.